Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two unspecified mentor saline breast implants and experienced bilateral deflation and right-sided capsular contracture (grade unknown) postoperatively. The patient stated that her implants looked visibly deflated even though her surgeon did not confirm deflation of the implants. As a result, the patient underwent removal and replacement with a 560cc mentor memorygel breast implant (left catalog#: shpx560, left serial #: (B)(4)) and a 595cc mentor memorygel breast implant (right catalog #: shpx595, right serial #: (B)(4)) on (B)(6) 2020. The date of implantation and date of event were estimated as (B)(6) 2015 and (B)(6) 2020 respectively based on available information. This report is for the right-sided prosthesis.